Event description:
It was reported that, "the pt had a left primary hip replacement in (B)(6) 2011. The acetabular component loosened so the surgeon revised. While the surgeon was removing the head from the stem, the stem became loose so the stem was also revised to another exeter stem."

Manufacturer narrative:
The device is not available for evaluation. If additional info is provided, the evaluation results will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00200.